Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and "lo". Last 3 tests in memory: all "lo". Customer performed second back to back blood glucose tests with a new vial of test strips (same lot) and the results were 104mg/dl and 110mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and "lo". Last 3 tests in memory: all "lo". Customer performed second back to back blood glucose tests with a new vial of test strips (same lot) and the results were 104mg/dl and 110mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).